Event description:
According to the reporter the customer had a bravo capsule which failed to attach, no harm was caused to the patient and a repeat procedure was performed. No intervention was necessary to correct an injury and nothing unusual about the patient or the procedure which led to the incident. Prior to the procedure an endoscopy was performed and the esophagus appeared to be normal. The physician has been performing the bravo procedure for over 5 years, but it is unknown how they were trained. The vacuum source used was a medela pump and vacuum pressure when testing pre-procedure was over 600 mmhg. Pressure did drop with finger test. Vacuum pressure during placement was around 600 mmhg. It is unknown if any lubricant was used to facilitate the capsule placement. The delivery system and the capsule will be returned to given. The physician is not clear to what caused the failure to attach

Manufacturer narrative:
Device evaluation: it was reported that one bravo ph capsule failed to attach to the patient's esophagus. One bravo ph capsule delivery device and one capsule were received for investigation. The capsule was not attached to the delivery device. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.